Event description:
It was reported that log files were submitted for review as it appeared that the left ventricular assist device was off from 3:00 am to 11:30 am. The log files confirmed a pump off event on (B)(6) 2024 at 03:11 am due to a loss of all power. The system controller clock reset to (B)(6) 2000 due to the loss of all power and it was undetermined how long the pump was off. Additionally, the log files indicated that the patient did not utilize the power module or the mobile power unit and at times they were sleeping on battery power. The log also captured low power advisories and low power hazard alarms prior to the pump stop which were due to battery depletion. Additional information was provided which noted that when the patient was seen at approximately 4:15 pm, the pump was running, however, the system controller clock read ~4:45, thus the clinical staff assumed that the pump had been running since approximately 11:00/11:30 am.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer¿s investigation conclusion: the reported event of system stop due to battery depletion was confirmed via log file analysis. Analysis of the submitted log file revealed the system operated within the set speed limit value (5,800 rpm) and low speed limit value (5,600 rpm) while connected to the 14v batteries/clips. A low voltage advisory alarm event became active on (B)(6)2024 at 22:32:55 relating to depleting 14v battery connected to the black power cable. The system operated on the depleting 14v batteries until the low power hazard became active on (B)(6)2024 at 0:39:42. The 14v batteries became fully depleted and activated the no external power alarm at 1:17:11. The system reverted to the internal 11v backup battery for power and operated until the internal 11v backup battery was unable to support the pump. At 3:11:16, the pump stop alarm was captured with the pump speed value at zero rpm. The last event was captured on (B)(6)2024 at 3:14:13 before the backup battery became fully depleted. Of note, the system controller does not record data during complete loss of power. After the complete power loss event, a fully charged 14v battery was connected to the black power cable and the date/time was reset to (B)(6)2000 at 0:00:00. The system recovered approximately five seconds later with the pump speed value captured at 5,650 rpm. The system operated within the set speed limit value (5,800 rpm) and low speed limit value (5,600 rpm) thereafter. Additional information received reported that the patient was sleeping on battery power during the time of the power loss event. No functional issue was reported with the system controller and no products are returning for evaluation. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Under section 4, ¿living with the heartmate 3¿, outlines you must always connect to the mobile power unit when sleeping (or when sleep is likely). This is very important! If you fall asleep on battery power, you might not hear low power alarms. The batteries could run out of power, and the pump could stop before you hear the alarms. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Warnings outlines ¿the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient was sleeping on battery power during this event and it was unknown if any alarms sounded during that time. The patient suffered an anoxic brain injury due to the lack of perfusion. The patient's condition was unrecoverable after the pump had been off for so long and the patient's power of attorney decided to withdraw lvad support. The patient passed away on (B)(6) 2024 and it was considered device related. Patient death is captured under related manufacturer report number 2916596-2024-00833.